Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed service code 204. The monitor's electrode belt receptacle was missing. The root cause for the missing receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.